Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This crt-p was subsequently explanted, and another crt-p was implanted to complete this procedure. This crt-p has not been returned at this time. No additional adverse patient effects were reported.